Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump alarmed no delivery during a bolus. Customer discovered a bent cannula. The blood glucose reading is 98 mg/dl. The blood glucose reading at the time of the event was 527 mg/dl. Customer was nauseated, vomiting and dehydrated. Diagnosed diabetes ketoacidosis. Hospital treated with IV and insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.